Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a hernia and blood coming out during drain. On an unreported date the patient began treatment with dianeal therapy (prescribed fill volume 2700 ml, last fill volume 2000 ml, dwell time not reported, no dry dwell) intraperitoneally (ip) for pd. It was reported the patient experienced blood coming out during drain while performing pd therapy. The next day the patient was admitted to the hospital and diagnosed with a new hernia the same day. The patient was discharged home one day later. There was no known overfill events for this patient. The patient did not receive any medical intervention. At the time of this report, pd therapy was ongoing. There is no scheduled surgery for the two hernias at this time.

Manufacturer narrative:
(B)(4). At the time of the report, the customer indicated the device was not available for return for evaluation. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of blood-tinged effluent. Should the device be received and an evaluation completed or additional relevant information received, a follow up report will be submitted.